Event description:
It was reported that a pt underwent a primary incisional anterior abdominal wall hernia repair procedure on (B)(6) 2010 and mesh was placed using intraperitoneal onlay mesh technique. The pt developed an infection. The mesh was removed on (B)(6) 2010 and a drain was placed. Antibiotics were given.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-01668. The same device is represented in each medwatch as it was involved in two events.